Event description:
It was reported that on (B)(6) 2023, a 23mm trifecta valve was implanted in the patient. On (B)(6) 2024, the valve was explanted and a new unknown valve was implanted.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An event of device explanted after a year of implant was reported. The device was returned to abbott for investigation and it was observed biological material and blood/body fluids were present throughout the valve. All leaflets were observed to be torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the available information, the cause of the reported device explanted could not be conclusively determined. The observed torn leaflets could not be determined. The reported hospitalization and surgical intervention resulted of case-specific circumstances, as the patient returned the hospital and the device was surgical removed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Added health effect - impact code - 4607 hospitalization or prolonged hospitalization.